Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the distal left circumflex artery. The lesion was pre-dilated with a non bsc 2.5x15mm balloon at 12atm for 12 seconds. Then the 2.5x16mm promus element stent was advanced but failed to cross the lesion. The promus element was removed with the intent to pre-dialate the lesion again. It was then observed that the proximal part of the stent was damaged. The procedure was completed by a 2.5x15mm non bsc stent deployed at 12atm the post dilation was performed with an unspecified balloon catheter. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).